Manufacturer narrative:
(B)(4).

Event description:
It was reported when a patient presented to the clinic, the patient received a vibratory patient notifier for upper out of range high voltage lead impedance. Recent measurements showed normal impedance. It is suggested there was a possible issue with the superior vena cava coil. Performing a defibrillation threshold testing was recommended to find the true high voltage impedance. The patient will continue to be monitored. The patient condition is fine.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received noted the patient received a vibratory notifier and presented in clinic. Upon review, continued out of range high voltage impedance was observed on the right ventricular lead. Lead extraction and replacement was discussed. No intervention was reported. The patient was stable throughout.